Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The unit was checked and the error code "345" was noted in the equipment's technical log. A recommendation and estimate of replacing the pneumatic module was given to customer, currently waiting for the customer reply. Repair is anticipated pending customer approval, but no repair has been made to date.

Event description:
The hospital reported that, during pre-use checkout, the unit failed the operational verification test. There was no reported patient involvement.